Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the lcd display to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed lcd display was returned to failure analysis and testing department for investigation. The following investigation was performed by the technician of the maquet failure analysis and testing department (fat) wayne, nj. The failure analysis and testing technician installed the display assembly into the cs300 test fixture and tested the display assembly as per the cs300 service manual part number. No problem was observed with the display while testing. See the attached file for reference. Retaining the display assembly in the nrc per procedure.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) when powered on, it showed a static-like image on screen with no alarm or image of ECG/pressure etc. The plan was to use iabp to train the ICU nurses "hands-on" troubleshooting. It was not managing a patient on device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.